Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's representative that the patient is deceased. The patient's representative stated that they heard the implantable cardioverter defibrillator (ICD) "beeping" and "it's when we stopped hearing the beeping is when all of the problems began".